Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that each time the insulin remaining in the cartridge indicated 30 units, the patient¿s blood glucose readings were from the upper 200 to low 300 mg/dl range. There were no reported symptoms and does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed the last basal delivery and the last bolus recorded on 02/09/2014. No alarms related to the complaint were recorded in the alarm history; only typical usage observed. The basal and boluses calculated correctly to total the total daily dose. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The history settings issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.